Event description:
The customer contacted philips and reported that the patient cable doesn't detect the v2 lead. There was no device failure reported. There was no reported patient involvement / adverse patient impact.